Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 14.1-14.5cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that noise on the atrial lead was observed. During lead revision procedure, insulation abrasion was observed. The lead was explanted and replaced successfully. Patient is doing well and will be monitored with routine follow-up.